Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 7 months post implant of this 31mm mitral bioprosthetic valve, the valve was explanted and replaced with a 31mm valve of a different model. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valve was replaced due to severe regurgitation from a torn leaflet. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.